Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button of the insulin pump was hard to press. The customer¿s blood glucose was 98 mg/dl. The troubleshooting was performed for the button anomaly. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.